Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt said that they noticed that a couple of weeks ago, their sciatic pain/back pain returned after 3 years; pt added that the pain should have been addressed by the spinal cord stimulator device. Pt also mentioned noticing the numbers on their therapy increased; pt was in group a 4.3 4.2 4.1 0. Pt said they were never given instructions to increase or decrease the stimulation as it might overstimulate. The patient was redirected to their healthcare provider to further address the issue. Agent provided the national answwering service (nas) phone number and hcp phone number. Pt commented they were seen before by a manufacturer representative (rep) .

Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.